Manufacturer narrative:
The reagent lot number was 836417. The expiration date was not provided. The alarm trace had few abnormal aspiration alarms. The field service engineer found the washing system was overflowing into the cells/cuvettes. He performed troubleshooting and made adjustments to the main and gear pumps. A general reagent issue was unlikely since calibration and qc data were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. The samples were repeated on another cobas c 503 analytical unit. Sample 1 initial result was 6.13 mg/dl. The repeat result was 9.49 mg/dl. Sample 2 initial result was 6.29 mg/dl and the repeat result was 8.71 mg/dl. The questionable results were not reported outside of the laboratory.